Event description:
It was reported that the right atrial (ra) lead experienced gradually increasing thresholds and decreasing impedance. The lead had been programmed unipolar previously; however, myopotential noise was being sensed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092 implantable pacing lead 2002 (B)(6). (B)(4).